Event description:
The customer reported that the wrong patient temperature was entered on the rp500 analyzer as 21 degrees celsius instead of 37 degrees celsius and the wrong results were transferred to the lis. These results were reported to the physician, however, when the mistake was discovered the customer indicated that the physician was called and given the corrected results. There was no report of injury for this event.

Manufacturer narrative:
The incorrect entry of the temperature was determined to be due to operator error. The customer was provided instructions to correct the error in the instrument and they indicated that they would correct the error in their lis. Customer indicated the results were corrected on the instrument and will be corrected in the lis. They stated they did not require any follow up.